Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump did not have any power that morning and would not turn on; there were no audible sounds and the display screen remained blank. A new lithium battery was reportedly tried in the pump and it still did not power on. The battery cap was reported to fit securely without the yellow o-ring visible. The reporter stated there was no damage to the pump. The reporter did not have a new battery to try in the pump during troubleshooting with customer technical support (cts) and stated they would obtain a new battery and re-contact cts to follow up. The reporter did not re-contact animas cts to complete troubleshooting of the pump. Cts made several attempts to contact the reporter in follow up, but did not get a response. There was no reported adverse event associated with this complaint. The pump is not being returned to animas for investigation. This complaint is being reported because the alleged loss of power remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/07/2014 with the following findings: no data from the event date was recorded in the black box. The available black box data revealed unexplained pump reboots. A battery cap was not returned with the pump. A test cap was used to complete investigation. The test cap secured properly to the pump, and a power loss was not observed. No damage was found to the battery compartment. The pump was exercised for 24 hours with no power interruptions or call service alarms. The pump case was removed and no evidence of moisture ingress or loose components was found.